Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level was recorded as 205 mg/dl, which is within the normal range. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which no further malfunction code recurred. The customer was instructed to continue using the pump and to call back if the malfunction code recurred, and they acknowledged understanding these instructions.